Manufacturer narrative:
The event was estimated to have occured in (B)(6) 2021. Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, loss of capture due to lead dislodgement was noted on the left ventricular (lv) lead suspected to be due to patient anatomy. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.